Manufacturer narrative:
The events occurred "every day" including (B)(6). 2021. Initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets had green (patient line) caps that ¿comes off". This was observed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.